Manufacturer narrative:
(B)(4). The sample was not returned for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should the device or additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the administration of tpn the filters of a 3 lead extension set with 0.22 micron air eliminating filter became discolored (turning either brown or black). This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. Additional information was requested and is not available.